Manufacturer narrative:
H10. D10. Concomitant products: (B)(6)- 02-010-03-0230 - logic cr femoral cem, left, sz 3. (B)(6)- 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6)- 02-012-51-3009 - logic tib insert impl crc, sz 3, 9mm. (B)(6)- 200-05-29 - inset patella 29mm. H3. Investigation results - logic tib insert impl crc, sz 3, 9mm with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of arthrofibrosis. The revision surgery as associated with the implanted devices may be due to the patient illness, unique anatomy, or other condition that impacts the performance of the devices. There is no mention of device malfunction or wear in the revision operative report. These devices are used for treatment not diagnosis. There is no other information available.

Event description:
It was reported via legal documentation that a patient had an initial left knee total arthroplasty on (B)(6) 2019 and then approximately 1 year 5 months later on (B)(6) 2021 the patient had a surgical revision. Revision operative report of (B)(6) 2021 - postoperative diagnosis- failed knee due to arthrofibrosis. Patient was revised to competitor devices. Patient presented with a painful knee. Negative for infection. Full revision to allow rebound singh of the ligaments. Extensively debrided scar and synovial tissue from the medial and lateral gutters. The superficial and deep adhesions around the extensor mechanism to allow flexion of the knee were released. Tibial and femoral components were well fixed, they were removed. Patellar component was well fixed and left in place. The patient tolerated the procedure well. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.